Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to correct the reported event. Performed the brake test, sine cycle, cable tension and friction tests, and all tests passed. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, the patient side manipulator (psm) 2 had non intuitive motion. The manipulation was reversed. Technical support engineer (tse) recommended caller to check scope engagement. Caller stated issue only happened on psm 2. The procedure was continued as planned with no reported injury.